Event description:
It was reported that one year and 354 days following a coronary artery drug eluting stenting treatment procedure a thrombosis occurred. The pt presented prior to this initial procedure with unstable angina. In the initial procedure vascular access was via the right femoral artery. A 6 fr fl5 guide catheter was used. The lesion was located in the left anterior descending (lad) and crossed with a .014 x 190 bmw universal wire. The lesion was predilated using a 2.5x15mm maverick balloon and a 3.0x24mm taxus express2 drug eluting stent was implanted. After stent deployment, the 1st diagonal branch was jailed. The bmw wire was withdrawn and then placed into the diagonal branch. A new 2.5x15mm maverick balloon was used to dilate the ostium of the 1st diagonal branch. There were no immediate complications at the end of the case. One year and 354 days following the index procedure the pt presented with chest pain. A thrombosis was found. The pt was treated with a 3.0x12mm quantum maverick balloon dilated to 16 atm. This opened up the lad. Intravenous ultrasound (ivus) was attempted with difficulty. The lesion was dilated again with a 3.5x12mm quantum maverick at 18 atm. Ivus was performed again. The pt is on integrillin. Additional information is being requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined and a similar complaints review could not be performed. The cause of the difficulties experienced during the procedure could not be determined.